Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit placement procedure was prolonged and difficult (specifics unknown) and there was an estimated blood loss of over 1000ml. Twenty-one days post-implantation, the patient presented with over 2cm of midline anterior vaginal mesh exposure, associated with post-operative vaginal infection. Reportedly, the infection was treated (method unknown) and the mesh was excised 24 weeks post-operatively. The patient experienced voiding dysfunction associated with (B)(6) urinary tract infection, requiring 28 days of suprapubic catheterization. Thirty weeks post-implantation, the patient presented with symptomatic recurrent mid-compartment prolapse. She reportedly declined sacrocolpopexy. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This information was obtained from a presentation abstract provided by (B)(6) hosp. The complainant indicated that the device was not used past its expiration date. (B)(6).

Event description:
It was reported to boston scientific corporation that the blood loss incident was not related to the pinnacle device. Reportedly, it was instead related to the patient having a large prolapse, which required a lot of dissection and resulted in significant bleeding.